Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that on (B)(6) 2018 at approximately 12:45pm, the monitor did not trigger an alarm or alert. Clinical users were alerted because the patient was on a ventilator. A nurse went into the patient's room and the resp alarm was turned off. Patient's care was escalated, the patient was placed back on the ventilator. There is no indication of patient harmat this time.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.